Event description:
It was reported to baxter healthcare that the reservoir of one (1) ce intermate (B)(4) device had ruptured. It is unknown when this occurred. According to the report, the registered nurse (rn) arrived at patients home and observed the reservoir had burst. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider via fax, it was learned that the device was explanted due to endocarditis (source: bacteremia; IV drug use) and calcification. No other details were provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was noted as IV drug abuse. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. The reason for explanting the device was not provided. No further details were reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.